Event description:
Pt was revised to address an unstable knee with too much valgus. Although the tibial cut was slightly valgus, soft tissue release and implantation of a thicker insert improved the overall alignment of the knee. The tibial tray was well-fixed, so the surgeon decided not to change it.

Manufacturer narrative:
The product associated with this reported event was not returned. A search of the complaint database did not show any additional reports against the lot code. The investigation could not draw any conclusions about the reported event without the product to examine. Provided info stated the root cause of the instability was pt soft tissue related and the product was not suspected of failing to meet specifications or being a contributing factor to the event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.